Manufacturer narrative:
The impella device was not returned> by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 27-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The patient on impella support experienced bleeding from the access site which lead the patient to have the site repaired surgically and receive several units of blood.

Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The root cause of the access site bleeding could not be determined as there was not enough information provided in the clinical notes and no product was returned.